Event description:
The customer reported the ventilator display became discolored and the unit alarmed and shutdown. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer confirmed the reported problem. During evaluation, the service engineer reported the device would shutdown and restart with an orange screen. The service technician replaced the vga pcb board to address the reported problem. Final testing was completed to operating specifications.